Event description:
Procedure type: low anterior resection with end-to-end anastomosis. Pt gender: unk. According to the reporter: the device did not cut the tissue after firing. The surgeon manually cut and sutured the outline of staple line. Surgery was extended more than 30 mins as a result. No blood loss was reported. No pt details were disclosed.